Event description:
It was reported that the pump was alarming "cannot start pump without a latched cassette". No patient injury was reported.

Manufacturer narrative:
Operator of device: unknown. A product sample was received for evaluation. Investigation and root cause analysis are in progress. Results will be submitted in a supplemental report.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced deflective latch lock flex. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. Model number: 2120. Device manufacturing date: 25-jun-2021.